Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the balloon did not inflate. The surgeon noticed the trocar balloon was not inflated at the end of the case. They tried inflating it and said it would not stay inflated. The case was completed with the use of this device there was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the balloon was cut, and the locking collar was broken. The valve seal and doors appeared intact. The inflation syringe was not received. The obturator was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.